Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received on (B)(6) 2022 from a foreign healthcare provider via a company representative regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that sometimes the patient becomes spastic. The onset / date of event was unknown. No special actions had been made and after, the patient becomes normal without spasticity. The physician read the log and there were no anomalies. There were no known external or environmental factors that may have led or contributed to the issue. It was unknown if the issue was resolved as of (B)(6) 2022. It was unknown if surgical intervention was to occur. The patient's gender, medical history, age, and weight at the time of the event was unknown or would not be made available. Additional information was received from a healthcare provider via a company representative on (B)(6) 2022. The serial number of the pump was clarified. The surgeon was to change the pump on (B)(6) 2022. It was further reported that the pump must be changed in 16 months so he decided with the patient to change the pump this year in (B)(6) and not next year.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# implanted: explanted: (B)(6) 2022, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a manufacturer's representative on (B)(6) 2022. It was reported that the cause of the catheter dysfunction was thought to be based on the patient's position as the patient's spasticity would be different minute by minute throughout the day. It was reported that only the patient's pump was changed and it was again noted that the pump was not kept by the surgeon. The issue was considered resolved but no device would be returned.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported that the patient experienced significant spasticity of the lower limbs which interfered with transfers and walking. The date of event was (B)(6)2022. Examination of the pump log did not reveal any blockage. A dysfunction of the spinal catheter, probably related to a curvature according to the positions of the patient was suspected. The pump was to reach the end of its life in 16 months. Re-intervention on (B)(6)2022 for change of baclofen pump and verification of the patency of the catheter was further indicated. It was further reported that in view of the inconvenience caused by the dysfunction, an early replacement was scheduled, as well as the change of the spinal catheter. A planned explant was scheduled for 2022-oct-07. It was noted that the pump would be returned (discrepant with previous report of not returned as the surgeon did not keep the device). Factors that may have led or contributed to the issue were unknown. It was unknown if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# / serial # unknown implanted: unknown explanted: (B)(6)2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: unknown, serial/lot #: unknown ubd: unknown, UDI#: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B2 update: regarding additional information received, the indication of required intervention to prevent permanent impairment/damage as captured on the initial report, is no longer applicable. H1 update: regarding additional information received, the event is no longer a reportable serious injury. H6: the codes have been updated to align with the new information. The previously applied method codes, results code, and conclusion code have been removed as they are no longer applicable. H10: review of the MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via company representative. The surgeon wanted to change the pump because of the end of the pump¿s life was to occur in 2023. It was further indicated that the patient was ok. Regarding if the cause of the issue / patient having become spastic was determined, it was noted that there was no cause, and the patient was ok during a moment and after she was spastic. The pump was to be returned to the manufacturer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative confirmed that no catheter kink or obstruction was found. The rep also confirmed that the surgeon changed only the pump and not the catheter.